Manufacturer narrative:
We evaluate one opened/used enlite sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump just shut off. The customer reported that they received battery failed alarm and the insulin pump had depleted battery life. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer stated that the battery failed alarm did not recur. The customer stated that the battery did not last for a day. The customer mentioned that they also received pump error alarms. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.